Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.

Manufacturer narrative:
The expedium rod, 480mm was not returned for evaluation. A review of the device history record could not be conducted as the lot number is unknown. Trending analysis of product complaints for the product code was completed and no immediate product action is required. An internal data review has been opened to review design control documentation and similar failures will be monitored as a part of post market surveillance activities. No corrective or preventative action has been deemed necessary at this time as an internal data review has been initiated. Therefore, the complaint will be closed with no further complaint action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision surgery was performed due to a broken expedium rod and possible infection. During the procedure, the surgeon had difficulty removing expedium single inner set screws due to stripping of the inner hex features and decided not to remove them. The tips of two moss miami si final tighteners were stripped during the procedure. Medwatch reports are being filed for the implant devices due to the possible infection (including the broken rod and six expedium single inner set screws), and two moss miami si final tighteners that were stripped.